Event description:
Reportedly, the print icon on the top of the screen on the programmer was inactive in the temp-screen. As a result, the printout of the measured intrinsic amplitudes was not possible. The device remains implanted.

Manufacturer narrative:
(B)(4): this event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov. 6, 2009), ela is filing this MDR at this time. (B)(4). Print icon inactive on programmer. Eval method: since the device remains implanted, the programmer files were reviewed. Eval results: the analysis did not reveal any printing issues. Attempts to reproduce the reported event were unsuccessful. No pt safety issue. Analysis of programmer expert files showed that: the device was interrogated; it was in aaisafer mode; patient data were programmed; temporary programming was performed twice; it should be noted that the first temporary programming was ended right at the beginning due to telemetry loss, and the corresponding message was displayed. The print button is then disabled until the message window is closed. The message was displayed for 14 seconds, and the next test re-launched 5 seconds later. Threshold test was started in both channels and threshold values were saved; a new interrogation was done. Three report printings are done. This analysis did not reveal any printing issue; all printings were done after the new interrogation. Attempts to reproduce the reported event were unsuccessful. The print button is available provided no printing and no telemetry action is in progress (except aida reading, which can be interrupted). In case of popped up widow is displayed, it needs to be acknowledged/selected to continue. It should be noted that the observation was not related to any patient safety issue (printing related).